Event description:
It was reported that a spectrum pump has a system error 321. It was also reported there was no pt involvement. During the baxter evaluation of the device, system error 322 alarms were found in the history log.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. No evidence was found in the history log of the reported system error 321 and the reported error could not be reproduced. Additional history log review found a system error 322 message. The device was found out of specification in relation to system error 322. System error 322 was confirmed and caused by loose upper latch switch bracket screws. This would allow the switch to move causing the reported symptom. The failed upper auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.